Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code 814:04 was confirmed and reproduced during product evaluation. The root cause was assigned to a loose/disconnected air in line printed circuit board. The air in line printed circuit board was recalibrated to fix the reported condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A device history review was performed with no exceptions during manufacturing found. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with error code 814:04. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.